Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation concluded a tear in cusp 1. All three cusps were fibrotically thickened and contained a layer of fibrin. Fibrous pannus ingrowth was observed on the inflow surface of each cusp, and on the outflow surface of cusps 2 and 3. There was no evidence of acute inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tear, pannus formation, and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 25mm trifecta aortic tissue valve was implanted in the supra-annular position due to aortic regurgitation (ar). In (B)(6) 2014, the patient presented with vomiting, dyspnea and ar was appreciated by examination. On (B)(6) 2014, the trifecta valve was explanted and a 23mm sjm regent mechanical heart valve was implanted. During the explant procedure, the physician noted that the non-coronary cusp (ncc) prolapsed toward the left ventricle and the commissure between the ncc and left coronary cusp was torn.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 25mm trifecta aortic tissue valve was implanted in the supra-annular position due to aortic regurgitation (ar). In (B)(6) 2014, the patient presented with vomiting, dyspnea and ar was appreciated by examination. On (B)(6) 2014, the trifecta valve was explanted and a 23mm sjm regent mechanical heart valve was implanted. During the explant procedure, the physician noted that the non-coronary cusp (ncc) prolapsed toward the left ventricle and the commissure between the ncc and left coronary cusp was torn.